Event description:
It was reported the patient experienced pain at the ipg site that radiates from her upper buttock down her left leg when walking. The patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.